Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that two rt380 breathing circuits failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua2 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.